Manufacturer narrative:
(B) (4). (B) (4). Empty device. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and the device became stuck on tissue. The doctor was able to get it off the tissue by pulling it and not damaging the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.